Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 535 mg/dl. The customer's parent stated that the customer went into the hospital due to high blood glucose and diabetic ketoacidosis. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. It was also reported that the insulin pump had a motor error alarm while trying to deliver a bolus. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. The customer¿s parent was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.